Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was unavailable for evaluation. The problem was not confirmed, and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during dwell 3. The home patient (hp) stated they were still connected. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr then had the hp disconnect and remove the cassette and discard the samples. The tsr explained the alarm and advised the hp to contact their nurse. This writer was contacted by the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated the patient never mentioned this alarm to them. They stated they recently saw the patient they are doing fine. The pd rn stated as far as they know the patient is continuing therapy fine. No other information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.